Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed and insulin delivery was resumed. Additionally, the insulin gauge displayed an inaccurate fill estimate. There was no reported impact to the customer's blood glucose level.